Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information received from patient family member reports the wire from the trial had came out of the patient's back completely. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.